Event description:
Medtronic received information regarding a marathon catheter that broke/separated. The patient was undergoing a middle meningeal artery (mma) embolization procedure with onyx. Patient's vessel tortuosity was normal. It was reported that the marathon catheter and all accessory devices were prepared as indicated in the instructions for use (IFU). The catheter was flushed per IFU. After the onyx embolization was complete, the marathon catheter was removed with normal tension. The catheter broke/separated; the distal 10cm of the catheter was noted to be in the external carotid artery (eca). A micro snare was used to remove the fractured microcatheter. There were no other associated patient symptoms or complications as a result of this event. Additional information was received by the manufacturer representative (rep) stating that the cause of the catheter separation/break was not determined. The physician did pause during injection of the liquid embolic agent, but only to create a plug. The onyx injection rate was followed as indicated in the IFU. No onyx got embedded in an unintended location. There was no note of any vessel calcification. The catheter was entrapped in the onyx, but was able to be snared out of the onyx cast. There was no vasospasm. The information is confirmed by the physician.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Medtronic will submit a supplemental report if additional relevant information becomes known.